Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the cable connecting the distribution node (dn) and the rear therapy electrodes was pulled from the dn, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. There is no indication that the damaged cable caused or contributed to the patient's death. The patient experienced asystole, which is considered a non-life sustaining rhythm, non-treatable rhythm. The damage likely occurred at device removal during ems resuscitation attempts.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. One of the cables on the electrode belt was damaged. There is no indication that the damaged cable caused or contributed to the patient's death. The patient experienced asystole, which is considered a non-life sustaining rhythm, non-treatable rhythm.